Event description:
It was reported the pump was moving around and the patient was feeling groin pain. The pump had previously delivered morphine. Interventions, and outcome were not reported. Further follow- up is being conducted to obtain the information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).